Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had exhibited loss of capture previously for an unknown reason and had been programmed off sometime in the past. Since the patient was undergoing a procedure for normal change out, the physician opted to surgically abandon the lv lead. The pacemaker was explanted as planned. The patient was implanted with a single chamber pacemaker. No adverse patient effects were reported.